Event description:
As reported by the user facility: event #3: reports there was leaking around the y-site with three sets. The reporter did not know the name of the medication that leaked, but knows it was chemo.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If add'l pertinent info becomes available, a follow up report will be filed.